Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the complaint was not confirmed. No device malfunction or use error was identified, as no sample was returned. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal solution for peritoneal dialysis therapy. On (B)(6) 2012 the patient experienced bacterial peritonitis. According to the causality assessment the peritonitis was not related to dianeal. Follow up information was received: on (B)(6) 2012, the patient experienced a car accident. On (B)(6) 2012, was hospitalized for a fever, cloudy pd effluent, and abdominal pain. On (B)(6) 2012, ancef (dose unknown) ip was initiated. The event of peritonitis was ongoing and resolving. The event of peritonitis was possibly related to the car accident on (B)(6) 2012. The event of peritonitis was not related to any baxter products. No further information was requested.